Manufacturer narrative:
A visual examination identified that the balloon was not folded which indicates that the balloon was inflated. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to a leak in the shaft of the device. A visual and microscopic examination could find no issue with the balloon or blades that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the surface of the balloon. A visual and tactile examination of the device identified no kinks on the shaft of the device. Traces of blood were identified within the shaft and balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied, and liquid was observed to be leaking from a damaged/punctured hole located approximately 16mm proximal to the balloon bond. A microscopic examination identified damage/puncture hole in the shaft polymer extrusion. A microscopic examination of the damaged/puncture hole did not identify any abrasions around the site of the damaged/puncture hole. The balloon could not be inflated due to the damaged/puncture hole on the shaft. A microscopic examination of the shaft identified that the inner shaft and the outer shaft was damaged/punctured at the same location. This type of damage is consistent with a guidewire protruding through the shaft of the device. There was no sign of a kink or a blockage on the surface of the shaft around the damaged/punctured site. A visual and microscopic examination found no issue with the profile of the devices markerbands which could have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the hypotube of the device. The tip section of the device was visually and microscopically examined, and no issues were noted with its profile that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon leak and resistance occurred. During preparation of a percutaneous coronary intervention (pci), a 10mm x 3.50mm wolverine coronary cutting balloon monorail was used in a calcified lesion, but a leak at the proximal side of the balloon was identified. It was noted that the cause of the balloon leak was due to the resistance when the wire was introduced into the monorail. The procedure was completed with another device. No patient complications were reported in relation to this event. However, returned device analysis revealed shaft damage.